Event description:
CT technologist reported that a female was undergoing a cta of the chest to rule out a pulmonary embolism. She reported after the injection she noticed that the patient had a small infiltration at the 20 ga angiocath IV site in the left wrist. The patient's wrist was elevated and warm compresses were applied to the site. Patient was sent home after treatment from the CT department. The protocol used was 3 ml/sec for a total volume 125 ml of optiray 350 contrast with a psi of 300 psi.

Manufacturer narrative:
The field service engineer verified the injector system's operation using install + service manual pn 800951. Field service engineer found no problems, unit remains in service.